Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue, guide catheter: hyperion 6fr jl3.5. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported the procedure was performed to treat an eccentric lesion with heavy tortuosity, mild calcification and 90% stenosis in the proximal circumflex coronary artery. A 3.0 x 23 mm xience alpine stent delivery system (sds) was advanced to the target lesion; however, was unable to cross the lesion due to the anatomy. The physician noticed on cine that the stent shifted [loose] on the balloon. Therefore, the sds was withdrawn from the patient anatomy without any issue. A non-abbott device was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.